Manufacturer narrative:
Of the two devices, one lot number was provided and lot history review was performed. Both devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions. For one malfunction, the investigation is confirmed for filter migration; however, the investigation is inconclusive for filter tilt and perforation of the inferior vena cava. For one malfunction, the investigation is confirmed for filter tilt and perforation of the inferior vena cava; however, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced malposition of device, migration and patient device interaction problem. This information was received from various sources. This malfunction involved two patients with no consequences. One (B)(6) year old male patient weight was not provided. One female patient age and weight were not provided.